Manufacturer narrative:
The customer was advised to remove the device from service due to end of life. The device was not returned to heartsine for evaluation. The root cause of the reported problem was unable to be determined.

Event description:
The customer contacted heartsine to report that the device would not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.